Event description:
It was reported that the motor (06631600) does not function. The handpiece drill did not turn when pressing down on the foot pedal of the motor. This error occurred during the procedure and the doctor was unable to complete it. The patient underwent anesthesia and a hole had been drilled in the mouth. The patient had to return on a different day to complete the procedure.